Event description:
It was reported that in passing conversation after a successful af case several weeks ago, the patient was sent to holding when 20 minutes later, it was noticed that the patient's blood pressure had dropped. A surface echo confirmed pericardial effusion/tamponade. A pericardiocentesis was performed and the patient was held for observation.

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient was explanted due to improper placement of the electrode. The device was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)